Manufacturer narrative:
Updated to only adverse event as there was no product allegation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. However, during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during one of four tests. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care insurance company via the competent authority via a representative regarding a patient in (B)(6) who received baclofen via an implantable pump. The patient's concomitant medications and medical history were not available. On (B)(6) 2016 during normal use a "product malfunction" occurred that due to an infection in the pump pocket the pump had to be explanted. It was further clarified that no troubleshooting was performed because there was no malfunction of the product and the pump was not explanted related to any malfunction but rather the infection. No further information was known at this time and the investigation was ongoing. No other patient symptoms were reported at this time. It was unknown if there were any external, environmental, or patient factors that may have led or contributed to the event. Although interventions and actions taken were reported as unknown, it was reported that the patient received antibiotics and the pump was explanted on (B)(6) 2016. The return status initially could not be determined but it was later reported that the pump was discarded by the customer after explant. It was unknown if the pump was replaced. In addition, at the time of the report the resolution and patient status were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.